Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed the te recognition test. Upon investigation, the solder joint connecting the front pulse wires was improperly done. The cause of the failure was a defective solder joint. The root cause of the rear pulse wires improperly soldered together inside the distribution node was an assembly error. No adverse events occurred as a result of the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it had non-functional therapy electrodes.